Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported via a trial patient that they are having pain that goes down their left thigh down to their toe. The patient stated that it feels like it is their sciatica that runs from the l5 to their s1. When the patient turned off stimulation there was no pain relief at all. Additional information received on (B)(6) 2016 from the healthcare provider (hcp) indicated that the patient was reprogrammed many times during the trial period. The patient did not proceed to stage 2, with the lead removed from stage 1. There were no device allegations related to this event. Indication for use is unknown. Additional information was received from a trial patient on (B)(6) 2017. The patient stated that after the trial was removed in (B)(6) 2016 (they thought it was (B)(6) 2016 but they weren¿t sure, but they thought it was a week after the trial began) they experienced severe vaginal and rectal burning, bladder dropped, pudenda nerve damage at s3, unable to have a bowel movement, they urinate on themselves, and have stress incontinence. The patient stated that they know the patient did not have the stress incontinence before they had it put in. The patient stated that right when it was taken out all of this happened. The patient¿s hcp did not know why it happened and the hcp had never seen that before. When the trial was removed they had an adverse event. The patient stated they would follow up with their hcp. The hcp told the patient that the adverse events were related to the trial. The patient wanted a manufacture representative notified.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that she was now having burning severe incontinence, her bladder dropped, could not walk far, and was told by her doctor that it was caused by the trial.